Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that valve 78 was replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A biomedical engineer at a user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The unit was removed from service, and then the biomedical engineer performed functional testing. The drain line height and length were noted as being within specification with no bends, kinks or obstructions observed in the line. An orange substance was visible on an internal valve (valve 78) inside the machine. Follow-up information was provided by the biomed who revealed that valve 78 was replaced to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. No parts were made available for manufacturer evaluation. The unit has been returned to service at the user facility with no recurrence of the event as reported.